Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty filter inductor on the system board. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat an (B)(6)-year-old, female patient in atrial fibrillation, the device was intermittently unable to power on.complainant indicated that the clinician obtained another device to continue treating the patient.complainant indicated that there was no adverse effect to the patient due to the reported malfunction.